Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was ext rinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. A fresh 14-58 gray stylet was inserted in the lead and came to an occlusion at 1.5 cm. Helix will not extend due to distal conductor dis tortion within the connector from over rotating the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead needed to be repositioned due to lack of current of injury on initial deployment; however, difficulty retracting the helix was noted. When the helix was finally retracted, a new stylet could not be advanced into the lead. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.